Manufacturer narrative:
Device not available for eval.

Event description:
The device was used with ta 55 premium instrument for a low anterior resection procedure. Reportedly, the staples did not release and the device was difficult to open. The surgeon applied another device without pt injury.